Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from omsi and similar past cases, there was possibility that this event was attributed to the interference with some metal parts such as medical instruments or cleaning brushes during their insertion or withdrawal through the instrument channel port. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the physical stress. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus medical systems (B)(4), it was found the instrument channel port of the subject device had been shaved. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.